Event description:
It was reported that balloon rupture occurred. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the balloon ruptured during 8th inflation at 19 atmospheres for 30 seconds.

Manufacturer narrative:
B5. Describe event or problem- updated. Device evaluated by MFR: a gladiator was returned for analysis. A visual and tactile examination of the shaft of the device found multiple shaft kinks and exhibited signs of severe focal stretching. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The investigator examined the balloon microscopically and no tears or pinholes were identified. The investigator was unable to test the balloon for leaks as the shaft was kinked and exhibited signs of severe focal stretching which prevented balloon leak testing. A visual and microscopic examination observed no damage to the tip of the device. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the balloon ruptured during 8th inflation at 19 atmospheres for 30 seconds. It was further reported that the target lesion was a stenosed fistula.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.